Manufacturer narrative:
(B)(4) states that patient has experienced pain since his hip implantation in 2004, and has had four surgeries which did not help in relieving the pain. Also, his right leg rotates to the right when he is in bed and only comes back to its normal position when he is walking. Doi (B)(6) 2004 - dor unknown (right hip). Note: no information was provided as to the details or dates of the four surgeries mentioned, nor whose product was removed/implanted at each. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the lot code provided was not valid. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Previously reported to the FDA - (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Maude report ((B)(4)) states that patient has experienced pain since his hip implantation in 2004, and has had four surgeries which did not help in relieving the pain. Also, his right leg rotates to the right when he is in bed and only comes back to its normal position when he is walking.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.